Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that p-waves decreased to .2 mv and noise was noted on this channel. A review of the chest x-ray confirmed the right atrial (ra) lead had dislodged and it was noted that the lead had gone from a j-shape at implant to more of a straight position. It was unknown if the lead was ever repositioned. A portion of the lead was returned following the patient's death twelve years later.